Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 482 mg/dl. The customer stated that the black band seal was moving around and the reservoir had leaks. The customer stated that this happened to 4 of them. The customer stated that the leak happened while pulling the insulin into the vial. The customer stated that she put 3 units to prime and the pump alarmed no delivery. The customer stated that insulin never came out. The customer stated that she drove to her dad's and took shots to keep her blood glucose down. The customer was advised that the leak could be an air bubble in the reservoir that is expanding during filling. The customer stated that there were no air bubbles in the reservoir. The customer will be sent replacement reservoirs.